Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Approximately one month post implant device longevity showed one year remaining. The device data analysis confirmed that there was an increase in power consumption. Boston scientific technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information: the device was explanted, replaced and returned for analysis. This report has been updated with the product investigation results.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Approximately one month post implant device longevity showed one year remaining. The device data analysis confirmed that there was an increase in power consumption. Boston scientific technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.